Event description:
I think my implants are making me sick. Two and a half years ago, I was diagnosed with clinically isolated syndrome (basically pre ms), I've been taking copaxone since shortly after my diagnosis, which I believe has led to an awful year. After two separate hospital stays with starvation ketoacidosis, I was diagnosed with gastroparesis. I believe this is all a result of these silicone implants I have had since 2007.